Event description:
Physician reported right side rupture, pain and "change of shape". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - pain: unable to observe as it is a medical event that is not related to the device. - visibility\palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Physician reported right side rupture, pain and "change of shape". The device has been explanted.

Event description:
Physician reported rupture, pain, change of shape and capsular contracture, baker grade ii, diagnosed by echography. Complete capsulectomy performed. The device has been explanted and replaced. This record relates to the right side.

Event description:
Physician reported right side rupture, pain and "change of shape." The device has been explanted.